Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina, is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery. On (B)(6) 2014, a 4.0 x 15 mm xience prime stent was implanted in the lesion without any issues. The patient was discharged on (B)(6) 2014. However, on (B)(6) 2018, the patient was re-hospitalized for unstable angina. Medication was administered and the patient was stable. They were discharged on (B)(6) 2018. There was no adverse patient sequela reported. No additional information was provided.